Event description:
See also manufacturer report 2032545200805110. It was reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. The handpiece broke during the procedure. This was the first capsule attempted for this patient. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).